Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was part of a system revision due to pocket erosion. The device had begun to erode but had not broken through the skin. The physician repositioned the device and used a cangaroo pouch to help prevent infection. There were no additional adverse patient effects reported. This crt-d remains in service.

Manufacturer narrative:
This supplemental report was created to update b5: the device was explanted, d6b: explant date and h6: device explant.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was part of a system revision due to pocket erosion. The device had begun to erode but had not broken through the skin. The physician repositioned the device and used a cangaroo pouch to help prevent infection. There were no additional adverse patient effects reported. This crt-d remains in service. Additional information indicated that the patient developed an infection at some point following the initial procedure, and this crt-d was subsequently explanted.